Event description:
Event description guidant received information from a health care professional stating that this patient had atrial fibrillator with slow ventricular response and had experienced syncopal episodes. Additionally, the patient reported that he experienced a syncopal episode while driving and was involved in a car accident. This driving and was involved in car accident. This pacemaker is included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header. Therefore, the device was explanted and was replaced with a non-guidant pacemaker.